Event description:
It was reported that a 66 yo female patient, who had an initial right hip implanted on (B)(6), 2015, and was revised on (B)(6), 2023, underwent a second revision procedure on (B)(6), 2023. The patient presented to the surgeon due to a dislocation. They underwent a total hip acetabular revision using djo dual mobility. The patient femoral head was replaced with a sleeve and a new head to match the djo dual mobility. There were no device breakages reported. There was a 15-to-30-minute surgical delay during the procedure with no adverse event to the patient as a result. The patient was last known to be in stable condition following the event. X-rays and device images were provided. No device returns anticipated because they were sent to the lab and legal at the hospital.

Manufacturer narrative:
D2b: prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented d10: concomitants: 148-36-52 - nv ehxl 10° lnr g2 36mm, (B)(6); 170-50-00 - biolox delta adapter 16/18-12/14; +0mm, (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.